Event description:
A head nurse reported intraocular pressure (iop) increasing during a vitreo-retinal procedure. The procedure was completed with same machine and no delays and with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The company rep placed the system in the surgeon's settings and monitored the infusion pressure for two hours. The pressure did not increase and the output remained stable throughout testing. The system was then tested and met all product specs. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).